Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately one month ago. The aortic neck had mild thrombus without angulation and was conically shaped, ranging from 21 mm in diameter at the renals and it enlarged to 27 mm at 1 cm below. There was a large patent ima and a patent lumbar in the level of the proximal neck. The iliac arteries were 13 mm in diameter. It was reported that post implant there was a proximal type 1 endoleak noted due to the neck anatomy. A talent cuff and palmaz stent were placed proximally and reballooned, which resolved the type 1 endoleak; however, there was a noted type 2 endoleak that was left untreated. No clinical sequelae were reported and the pt will be monitored for the type 2 endoleak.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Results/conclusions: conically shaped aortic neck containing thrombus and type 2 endoleak.